Manufacturer narrative:
Unit was received with blank display due to corroded electronic assemblies. Unit was also received with corroded motor home switch, cracked case at display window corners, and battery tube threads. Unit was received with minor scratches on lcd window.

Event description:
The customer reported via phone call that he jumped in the pool with the insulin pump on. The insulin pump's display went blank immediately after it was exposed to moisture. Customer's blood glucose level was 75 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.